Event description:
It was reported that there was cassette sensor error. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the reported year of the event but the exact month/day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found pwa board corrosion, battery door corrosion, battery compartment corrosion, latch lock mech corrosion, chassis corrosion, air detector corrosion. Note customer complaint of, cassette sensor error, confirmed through, pump power up test. Disposable failure. Expulsor failure. Pump determined to be beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.